Event description:
The customer stated that the insulin pump had a blank display. The reported blood glucose reading at the time of the call was 400 mg/dl. Troubleshooting was performed and the display remained blank. The customer was advised on further troubleshooting measures to try to resolve the issue. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.